Manufacturer narrative:
Retainer ring = black. P-cap locked in place properly during testing. Device was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Device passed the displacement test and self test. Audio options screen was set to low and high volume and all volume settings functioning accordingly to settings. No volume anomalies noted during testing. No hardware low level failure alarm noted during testing. However, on 11/23/2021 multiple hardware low level failure and software error detected alarm were recorded. Software error detected file number = 2005 line number = 5632. Per r&d investigation software error detected alarm was cause by unstable power to the radio frequency chip. Esf # (B)(4). Hardware low level failure alarm was cause by ambient light failure. Variable info = 03. Problem isolated to electronic assemblies. Device was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Device received with cracked keypad at select button, keypad overlay texture damage, dog chew marks around casing and missing serial number label. In conclusion customer conclusion is confirm during download history review. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarms. Customer was able to clear the alarm and rewind the pump. But failed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.